Manufacturer narrative:
A ge oec service rep investigated the issue and found the sys was set in the stand-by mode. User unfamiliar with proper sys function and stand-by mode displays on system mainframe. Sys operated as designed. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to have vertical lift column failure.